Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider wanted to know if the same MRI guidelines applied if the patient's device was not working. The caller did not have any details about what wasn't working with the stimulator. The ordering doctor was an orthopedist. Indications for use were noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.